Manufacturer narrative:
(B)(4). Unknown shell ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision due to unknown reasons at an unknown amount of time post initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.